Manufacturer narrative:
(B)(4). The customer reported pads ECG flatline on a pt with viable ECG. There was no report of adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported pads ECG flatline on a pt with viable ECG. There was no report adverse pt impact.